Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an alternate current icon which would not illuminate when plugged into the main power. This condition has the potential to cause an interruption of delivery. It was stated that one of the external 1.6 amphere fuses had blown which affected the illumination on the display. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or if the device becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7.01.00. The device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. The customer repaired device and it was subsequently put back into use. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.